Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transeptal crossing with the versa cross connect system and the double curve was. The 27mm wds was deployed, and position, anchor, size and seal (pass) criteria was not met. The physician exchanged the device for a 24mm wds. Pass criteria was not met again, and the physician decided to abort the procedure. During the final effusion sweep after use of the device, the physician noted a pericardial effusion developing at the base of the heart. The physician performed a pericardiocentesis to treat the effusion removing 150cc of red fluid (blood). The patient received two units of blood. There were no further patient complications, and the patient was discharged home.